Manufacturer narrative:
A titan touch pump was received for evaluation. Abrasion was noted on the shorter exhaust tube and the inlet tube of the pump. A separation was noted on the longer exhaust tube of the pump. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Two sutures were noted on the longer exhaust tube. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress was exerted on the longer exhaust tube of the pump to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a hole. There was a hole in the pump tubing. No other adverse patient effects were reported.